Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they were not getting energy to the hemopro cautery tips. They exchanged the hemopro extension cable and there was still no power output. They exchanged the ac power cord and the same problem occurred. They obtained another power supply to complete the procedure. There was no harm or injury to the patient. Product is returning.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)